Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that login failures caused by network outages. A technical support specialist rebooted the station to resolve the issue and verified the site was up and communicating and settings were configured properly. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, users were unable to login to station during network outage. The customer stated that there was a delay in dispensing medication due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.